Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 3005099803-2008-04365, -04366. Wallflex=ER colonic registry. It was reported that 340 days following placement of a wallflex enteral colonic stent, the patient developed a perforation. The patient was treated initially due to an intrinsic tumor of the sigmoid colon consistent with colo-rectal cancer including metastases in the liver. The patient was selected for palliative treatment using the wallflex enteral colonic stent. The 9cmx25 / 30mm wallflex stent was placed in a medium tortuosity intestinal segment. There were no complications during stent placement or within the six hours following the procedure. The patient was discharged four days post procedure. The patient presented 312 days following the initial procedure with poor ability to pass stool, constipation, and ingrowth/overgrowth of the patient's tumor resulting in re-obstruction of the stent. At tumor resulting in re-obstruction of the stent. At that time, two additional wallflex enteral colonic stents were placed inside the initial stent, one from the mid point up and one from the mid point down. The patient was asymptomatic 340 days post procedure when a control CT scan showed a perforation. The patient underwent surgical repair and a colostomy. The patient is reported to be stable. According to the physician, the primary cause of the perforation was advancing disease.